Manufacturer narrative:
(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual inspection revealed that the guide wire was in the starting position (handle at proximal end of tubing). A kink on the guide wire was observed towards the distal end, which misaligned the guide wire from being able to be inserted through the proximal end of the cannula. Microscopic examination confirmed the damage and revealed adhesive residue adjacent to the kinking. This likely contributed to difficulty deploying through the cannula, which further resulted in a kink to form. The kink on the guide wire measured 1mm from the distal weld. The guide wire length from the handle to the distal tip measured 4 9/16" , which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.390mm, which is within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The cannula inner diameter measured 0.017", which is within the specification limits of 0.0165"-0.0180" per the cannula product drawing. The cannula outer diameter measured 0.0250", which is within the specification limits of 0.0250"-0.0255" per the cannula product drawing. Functional inspection was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip". Due to the kinking, the guide wire could not be advanced through the cannula. Therefore, a lab inventory guide wire was inserted through the proximal end. Minor resistance was encountered throughout the guide wire, which is an indicator that adhesive residue is still inside the cannula. Despite this, the guide wire was able to pass completely through the cannula. It was noted that no adhesive residue exited the cannula upon guide wire insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked towards the distal end. Adhesive residue was also observed adjacent to the kinking. Despite the damage, the sample met all relevant dimensional requirements. Passing a lab inventory guide wire through the cannula revealed minor resistance from inside the cannula. A device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Manufacturer narrative:
Qn# (B)(4).